Event description:
Patient was revised to address a proximal femur fracture, loose femoral stem, and osteolysis.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-02151. This report, 1818910-2013-10203, will be rejected. 1818910-2013-02151 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.